Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the therapy seemed to be working as it should and then suddenly the pain in their left leg returned. The system was still controlling the rest of the patient's pain. This occurred the day before the report. There were no known falls or traumas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.